Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a procedure. There was no delay, no medical intervention, and no adverse consequences as the case was completed successfully using backup equipment.

Manufacturer narrative:
Device evaluation begun but not completed.

Event description:
The user facility reported that the device overheated during a procedure. There was no delay, no medical intervention, and no adverse consequences as the case was completed successfully using backup equipment.